Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. The most likely assignable cause was concluded to be an instrument issue as a within-run vitros tropi es precision test did not meet expectations. An ortho field engineer performed service actions which included cleaning the microwell incubator, replacement of the outer ring drive motor, lift pins and ring pin home position adjustments, reagent metering pumps were lubricated and all relevant adjustments were performed. In addition, the signal reagent dispense tips were proactively replaced. The instrument performance was within expectations after the service actions were complete. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed. Although historical troponin I es quality control performance is within expectations, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml). A vitros troponin reagent issue cannot be entirely ruled out as a contributing factor. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Vitros troponin I es = 0.275 ng/ml versus expected 0.028 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was not reported from the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).